Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One bellatek® hybrid bar 4 implants, cshy04 was returned. Visual evaluation via naked eye and camera magnification revealed a break through the upper left distal cylinder. The upper right distal had been cut off the bar just mesial to the last cylinder by the dentist. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review was completed for the subject lot number (8517198-1). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. September post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture) and device (cshy04). Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that denture bar (cshy04) fractured at the cylinder portion of the bar. Clinician cut the other sector of the bar and bar was removed. No injury was reported and implants remain implanted.